Manufacturer narrative:
N/a.

Event description:
Non-integration reported. No other information reported.

Event description:
Non-integration reported. No other information reported.

Manufacturer narrative:
N/a